Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0452 showed no other similar product complaint(s) from this lot number.

Event description:
The following has been reported: "insert on (B)(6) 2020, thrombosis determined after 2 days. No special occurrences during the implantation. Diagnosis patient: ulcerative colitis montreal classification e3." Additional information received (05-june-2020): resumption of acetylsalicylic acid 100mg / day in addition to clexane 40mg subcutaneously. After 3 days reduction clexane 20mg subcutaneously (very high risk of bleeding). Ultrasound images: 4 above. Catheter-associated thrombosis. No further complications of thrombosis, however, when the midline insert was retried 3 weeks later (partial recanalization of the right brachial vein) into the left brachial vein, swelling of the arm a few hours later, the catheter was pulled the next day interestingly, however, no phlebitis or thrombosis are shown (with still significant swelling); currently peripheral venous catheter (pvk). No clinical consequences visible on the right arm.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter causing the formation of thrombus is inconclusive due to poor sample condition. One radiographic image was provided for evaluation but the physical device was not returned. The images were forwarded to a consultant radiologist for review. It was confirmed through a consultant radiologist that diffuse complete thrombosis was present in the left subclavian vein. It was also confirmed that a catheter was present in the left subclavian vein. Although the presence of thrombosis is confirmed, it could not be determined if the catheter was the primary cause of the reported event. Additional possible contributing factors include patient condition, medication treatment, and patient sensitivity. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redy0452 showed no other similar product complaint(s) from this lot number.

Event description:
The following has been reported: "insert on april 20th, 2020, thrombosis determined after 2 days.no special occurrences during the implantation. Diagnosis patient: ulcerative colitis montreal classification e3" additional information received(B)(6)2020 resumption of acetylsalicylic acid 100mg / day in addition to clexane 40mg. Subcutaneously. After 3 days reduction clexane 20mg subcutaneously (very high risk of bleeding) ultrasound images: 4 above. Catheter-associated thrombosis. No further complications of thrombosis, however, when the midline insert was retried 3 weeks later (partial recanalization of the right brachial vein) into the left brachial vein, swelling of the arm a few hours later, the catheter was pulled the next day interestingly, however, no phlebitis or thrombosis are shown (with still significant swelling); currently peripheral venous catheter (pvk). No clinical consequences visible on the right arm.